Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over rotation during surgery. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the analysis of the fixation mechanism proved to be within the technical specifications. In summary, the inner coil of this lead was found to be deformed. No sign of a material or manufacturing problem was present.

Event description:
Boston scientific received information that this right atrial lead was dislodged. An attempt to reposition was unsuccessful due to inability to fully retract the helix. The ra lead was explanted. No adverse patient effects were reported.